Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a case of unusual plaque resembling an ulcer, "white elevated plaque with cuff of haze and edema", observed a patient's right eye six day post photo refractive keratectomy (prk). Patient complained of irritated eye. Reporter indicated patient was placed on oral steroid and topical steroid eye drops. Additional information has been requested.